Event description:
Safety needle manufactured by becton dickinson under the product name eclipse multi-sample safety blood collection needle demonstrated 10 faulty safety needle covers. The pink safety cap that clips over the needle after use broke off when phlebotomist was trying to engage it closed. Suspected lot numbers include both 21 gauge and 22 gauge multi-sample eclipse needles under the following lot numbers: 22 gauge lot# 7124730 with expiration date of 4/2012, and 21 gauge lot #7124997 -exp: 4/2012 and lot #7151612 -exp: 5/2012-. One needle stick injury has already resulted from this defect. Event abated after use stopped: yes.